Event description:
The company was informed that the patient reportedly experienced eustachian tube dysfunction and infection. The patient had a pe tube placed.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The patient's ear is open and dry. There are no signs of infection. The patient's device remains implanted. This is the final report.